Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed . And the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd sentry¿ safety lancet there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "broken." There is no further information provided or reported at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-22. Investigation summary: bd received 1 sample and 2 photos from the customer for investigation. The photos and sample were reviewed and the indicated failure mode for broken with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of broken was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd sentry¿ safety lancet there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "broken." There is no further information provided or reported at this time.

Event description:
It was reported when using the bd sentry¿ safety lancet there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "broken." There is no further information provided or reported at this time.

Manufacturer narrative:
After further review MFR#: 2243072-2021-01362 has been determined to be not reportable. The product was damaged (broken, missing, unassembled). This type of event renders the device unusable prior to use, requiring replacement. There is no exposure to blood. This is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. As a result MFR#: 2243072-2021-01362 is null and void.

Event description:
It was reported when using the bd sentry¿ safety lancet there was a sterility issue. The following information was provided by the initial reporter. The customer stated: "broken." There is no further information provided or reported at this time.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for broken with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of broken was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h10.